Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed the malfunction code did not recur afterwards. The customer was instructed to continue using the pump and to call back if any issues arise again.